Event description:
Deflation.

Manufacturer narrative:
The following updates were made to the report: report type, date of this report, description of event or problem, manufacturer address, contact office - name/address/phone number, type of report, if follow-up, what type, unchecked evaluation summary attached, and additional narratives/data. Evaluation summary was removed as an attachment. The evaluation summary is as follows: debris/tissue was observed in the valve channel, which likely disrupted the seal, causing a leak and partial deflation. The surgeon removed the tissue and replaced the implant. Since not explanted, no explant analysis was performed.

Event description:
Tissue in valve channel was removed during initial implant surgery.